Event description:
A customer reports their abbott diabetes care device, "began emitting smoke" and upon removal, it was discovered that the sensor had burned the user's arm." There was no report of fire, explosion, or electric shock and there was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.